Event description:
Patient allegedly received an implant on (B)(6) 2011 via the left common femoral vein due to acute pulmonary embolism (pe) and deep vein thrombosis (dvt). Patient alleges tilt, organ perforation. Patient further alleges to have experienced post implant dvt, severe back pain and a constant burring pain in chest. Per CT venogram, (B)(6) 2016, "ivc filter located at and above the level of the left renal vein. The filter is obliquely oriented with respect to the horizontal and vertical axes of the ivc. Several struts extend beyond the lumen of the ivc. In addition the superior apex of the ivc filter is outside the lumen and extends into the region of the caudate lobe of the liver." Attempted retrieval on (B)(6) 2017 without further details.

Manufacturer narrative:
Patient code: thrombosis (2100), listed in IFU. Chest pain (1776), not listed in IFU. Organ(s), perforation of (1987), not listed in IFU. Device code: appropriate term/code not available (3191) [device tilt], not listed in IFU. Appropriate term/code not available (3191) [device perforation], not listed in IFU. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred. Exemption number: e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). MFR site: name and address for importer site: (B)(4).

Event description:
No additional information regarding the patient and/or event has been received since the previous medwatch report was sent.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). (B)(4). Name and address for importer site: cook medical incorporated (cmi) (B)(4). Registration no.: (B)(4). Summary of investigational findings: it has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is received warranting supplementation in accordance with 21 c.f.r. 803.56. Vena cava wall perforation is a known potential complication of vena cava filters. Both symptomatic and asymptomatic events have been reported. Among other causes, vena cava wall perforation may inadvertently be initiated by improper deployment, excessive force or manipulations near an implanted filter (e.g., a surgical procedure in the vicinity of a filter) and (or) procedures that involve other devices being passed through an in situ filter. Filter tilt is a known risk in relation to filter implant reported in the published scientific literature and may occur during placement or during implanting period. Unknown if the reported pain and dvt are directly related to the filter. No evidence to suggest that this device was not manufactured according to specifications. Cook medical will continue to monitor for similar events. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Manufacturer narrative:
Exemption number e2016032. William cook europe aps (manufacturer) is submitting this report on behalf of cook medical incorporated (cmi) (importer). Manufacturers ref# (B)(4). D4) catalog# is unknown but referred to as cook celect filter e3) occupation: non-healthcare professional g1) name and address for importer site: cook medical incorporated (cmi) 400 daniels way bloomington, in 47404 registration no.: 3005580113. It has not been possible to investigate or evaluate this alleged event based on the limited information provided to date. Cook will reopen its investigation if further information is receiving warranting supplementation in accordance with 21 c.f.r. 803.56.

Event description:
Description of event according to short form complaint filed: it is alleged that "[pt] received a cook celect filter on (B)(6) 2011". Patient outcome: it is alleged that [pt] was injured without further explanation. Hospital and medical records have been requested but not yet provided.